Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue resolved prior to call. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, using wall adapter with different cable, and pump began charging without shutdown or loss of function, while technical support advised against long-term use of non-tandem cable and arranged shipment of replacement charging cable with no further assistance needed.